Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for clotting with the incident lot was observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode for clotting was not observed. A review of the manufacturing records was completed for the incident lot and additional complaints had been received for the same lot.

Event description:
It was reported that the bd microtainer® tubes with k2e (k2edta) experienced clotting problems.